Event description:
It was reported that approximately 13 months post implant of a limb extension a computed tomography scan revealed a distal endoleak of the right main body limb. The physician elected to treat the endoleak with two limb extensions, and the leak was sealed. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, endoleak type ib on the left iliac is confirmed based on clinical assessment of medical records and operative images. There was adequate medical documentation and suboptimal imaging studies available for review. Product use was incongruent with the IFU and might have contributed to this complaint due to: the absence of an abdominal aneurysm; left iliac artery diameter greater than 23mm. Product use was cautionary due to: renal dysfunction (intolerance to contrasted surveillance), which might have obscured a definitive diagnosis, or delayed treatment; and the patient's use of antiplatelet therapy might have contributed to this event due to an increased risk of bleeding complications. The unsuccessful attempts to perform the planned left hypogastric embolization at index might have contributed to this event. These findings were substantiated by medical documentation: partial stent graft collapse (bifurcation); endoleak ib (left iliac); endoleak ii (left hypogastric); there were no contrasted studies to fully corroborate these findings radiographically. There were two separate incidences of secondary procedures; one two weeks post index and the other 14 months post index. There was a complication of bacteremia for which another hospitalization was necessary; treatment included long term antibiotic therapy, a central venous line placement, and home health care. There was no evidence of antibiotic therapy after discharge with a drain in place. This finding might have contributed to the bacteremia. The drain tested (B)(6) for gram (B)(6) bacteria. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the likely root cause for the endoleak is due to the off-label use of the device where the diameter of the left iliac artery was greater than 23mm. Patient condition is also a factor (intolerance to contrasted surveillance due to renal dysfunction might have obscured a definitive diagnosis or delayed treatment. And the patient's use of antiplatelet therapy might have contributed to this event due to an increased risk of bleeding complications.

Event description:
It was reported that approximately 14 months post implant of a limb extension a computed tomography scan revealed a distal endoleak at the limbs. The physician elected to treat the endoleak with two limb extensions, and the leak was sealed. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.